Event description:
The patient reported the unit sparked and was unable to power on. The power cord was also noted to be frayed. A replacement unit resolved the issue.

Manufacturer narrative:
The cardiomems power supply was received for evaluation. External visual inspection of unit's power supply revealed sparking to power supply cable due to physical damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing confirmed the reported event.